Event description:
It was reported to philips that the customer needed parts information for the etco2 module. While the customer did not directly allege a parts malfunction, the customer did discuss troubleshooting. There was no reported patient involvement.